Event description:
On 07/10/1998 following a stent procedure, an angio-seal device was placed in a pt's right groin with hemostasis successfully achieved. On 07/14/1998 the pt returned to the hospital for complaints of chest pain, during preparation for a second catheterization procedure, a large hematoma was noted in the pt's right groin (the presence of a pseudoaneurysm was ruled out at this time). Post procedure, a needle was placed in the hematoma at which time bloody pus was noted. The pt's white blood cell count was noted to be elevated, therefore the pt was started on intravenous antibiotics (ancef). On 07/16/1998 the pt underwent drainage of an abscess in the right groin. The pt tolerated the procedure well and was discharged home with further antibiotic treatment (keflex). As of 08/11/1998 there has been no further report to the MFR of further complication.